Manufacturer narrative:
The customer reported "quattro catheter (lot #149403) leak" was confirmed during the functional testing. During the functional pressure leak test, a bonding leak was observed at the proximal end of the medial 1 balloon. The probable root cause for the catheter leak could be a latent defect at the bond. Visual examination of the returned catheter was performed, and no physical damage was found on the catheter. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressurizing the catheter up to 100psi, a bonding leak was observed at the proximal end of the medial 1 balloon: thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was one similar complaint reported for the quattro catheter with lot #149403. Ccr 53680 was reported on (B)(6) 2020, and the catheter had a balloon bond leak. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer will benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed. The event was probably related to the device and procedure.

Event description:
A male patient (weight: (B)(6) was hospitalized for ivtm therapy (hypothermia after cardiac arrest). The quattro catheter (lot #149403) was inserted smoothly into the patient's right femoral vein in a single attempt. The target temperature was set to 34°c at max rate. After 4 hours of ivtm therapy, the thermogard xp ivtm system generated an "air trap" alarm due to the saline leak from the start-up kit (suk) (lot #167955) air trap. The leaking suk was replaced to continue the patient treatment. After 10 hours of replacing the suk, the user observed a saline leak from the quattro catheter, and the thermogard system generated an "air trap" alarm due to the catheter leak. The dwell time of the catheter was 14 hours. Immediately, the leaking quattro catheter was replaced to continue the treatment. After 6 hours of replacing the quattro catheter, the user observed a saline leak from the start-up kit (suk) (lot #163783) air trap, and the thermogard system generated an "air trap" alarm due to the suk leak. The dwell time of suk #2 was 20 hours. The customer stated that the leak checks were completed as per the IFU prior to the therapy and after the leak. The customer suspects approximately 1000 ml of saline infusion. The leaking suk #2 was replaced, and the patient treatment was completed using the same thermogard system. No consequences or impact to the patient.